Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Customer will go to the pharmacy to exchange wrong product. Most likely underlying root cause: mlc-101 - user used the wrong strip. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for wrong strips accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling shaky. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called in and is using the true metrix meter with true track test strips. Informed the customer that the true metrix meter only uses the true metrix test strips. Customer states her pharmacy provided her the test strips. Informed customer to go to her pharmacy to seek replacement. Customer states she cannot obtain a ride until 4:00 pm. Customer also states that she feels shaky at the time of the call. Customer denies the need for medical attention at the time of call and customer was instructed to call her doctor office regarding her diabetic symptoms.